Event description:
The reporter stated the surgeon implanted an 12.5mm icm125v4 implantable collamer lens on (B)(6) 2011 in pt's right eye. The lens was explanted on (B)(6) 2011 due to low vault. Cloudiness was noted in pt's crystalline lens. However, it gradually disappeared when icl was exchanged. The lens was exchanged for a smaller length lens and different diopter size. Pt's last visit on (B)(6) 2012 bcva was 20/13. See MFR#2023826-2012-00183 for left eye.

Manufacturer narrative:
(B)(4).